Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that the seal of the package was found untight when preparing for an unknown operation please clarify. What it meant by "the packaging was found untight"? The package was not sealed properly. Was the primary package found unsealed? Yes. Was the package integrity compromised? Yes. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. When preparing for an unknown procedure, the seal of the package was found untight. Clarification was received on 02/21/2021 and confirmed that the primary package found unsealed and the package integrity was compromised. There were no adverse patient consequences reported. Additional information was requested.